Event description:
The reporter contacted animas on 03/01/2012 alleging that sometime in the early part of 2011 he had a cartridge leak into the cartridge compartment. The patient was able to clean out the compartment and had no further issues. The reporter indicated that the cartridge was part of a recalled cartridge lot but does not have the lot number. The patient's blood glucose level at the time of the incident was reportedly 300mg/dl and the patient did not experience symptoms of hyperglycemia or ketones. This does not meet animas criteria for an adverse event. This report is being made based on the alleged cartridge leak.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal report number - 2531779-02/25/11-001-r.